Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to broken wires in the monitor's electrode belt cable receptacle. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A (B)(6) distributor reported that a monitor was displaying a service code 204 (belt/monitor unusable).